Manufacturer narrative:
It was reported that on (B)(6) 2020 a surgeon was unable to fully deploy a sapien 3 trans catheter valve. It was stated by the reporter "they were prepared to troubleshoot and did not need to use a 2nd valve." The reporter states, "it is not known where the source of the leak is." There was no report of serious injury. However, due to the reported nature of the incident and in abundance of caution this medwatch is being filed. The sample is not available for return and evaluation. No further information is available at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported, there was a large column of air. The reporter states, "it is not known where the source of the leak is."